Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited undersensing due to low p wave amplitude. Programming changes were successfully completed. The patient was stable and asymptomatic.